Event description:
Reported one incident of a blodd leak with the psn 210 dialyzer. Incident was noted at the start of treatment by the hemodialysis machine's blood leak alarm. Blood leak was confirmed visually in the dialysate. Treatment was completed with a new dialyzer. Estimated blood bloos is unknown. No patient injury or medical intervention was reported per complaint coordinator.